Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. This emdr represents the bard/davol perfix plug(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 : the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2017: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug(device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2017: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug(device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the cord was dissected up into the internal ring. A medium size perfix plug (device #1) was placed in the internal ring and sutured in place.¿ (B)(6) 2017 - patient was diagnosed with meshoma thereby underwent open repair with removal of perfix plug (device #1) and implant of ventralex st (device #2). Per operative notes, ¿previously placed perfix plug (device #1) was firm and fibrotic was removed. Then a ventralex st (device #2) was placed and secured overlying the external oblique muscle using sutures.¿ attorney alleges that the patient had adhesions, fistulae, mesh shrinkage, pain and hernia recurrence. It was also alleged that the patient had meshoma, additional surgery to correct mesh related injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. This emdr represents the bard/davol perfix plug(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of perfix plug, patient was diagnosed with fibrosis, pain and mesh deformation thereby underwent repair with mesh removal. Per op notes, ¿mesh was firm and fibrotic". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.